Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation in the right ventricular apex approximately four days post implant. It was further reported that the right ventricular (rv) lead exhibited pacing failure, increasing thresholds, high thresholds and under-sensing. The lead was explanted and the perforation was treated by surgical suturing. The lead was re-implanted. No further patient complications have been reported as a result of this event.